Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 10fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Manual arterial compression was ultimately applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of an unspecified vessel using the pre-close technique via a 10fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The sheath was upsized to a greater that 8.5fr and the evar procedure was completed. The method used to achieve hemostasis has not yet been reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.